Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10june2020.

Event description:
It was reported that the unit had a navigation ring failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
G4: 10jun2020. B4: 18jun2020. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jul2020. B4: 17jul2020. Upon investigation, it was determined that this complaint is a duplicate of an existing complaint for which MFR. Report #2031642-2019-03847 was submitted. The original complaint was later determined to not be a reportable event due to confirmation that the touchscreen was functioning as intended at the time of the reported failure. There was no new allegation of failure or malfunction, but the field service engineer (fse) created this new case to document the repair of the unit related to the original allegation. Based on this information, this is not a reportable complaint and will be closed as a duplicate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.